Event description:
It was reported that the surgeon had observed screws backing out of an aviator plate on x-ray. Therefore the surgeon removed the plate. The surgeon observed that some of the gold blockers may or may not have been in the lock position before the surgeon began explanting. The spring bar locking mechanisms on the bottom two levels of the plate deformed and/or broke.

Manufacturer narrative:
Method: device history review; visual inspection; complaint history review; risk assessment; labeling review; additional document review. Results: manufacturing files were reviewed and no incidents were found. Two locking bars were confirmed to be fractured and two were bent. Some of this could be a result of explantation. One blocker lacked witness marks in the square hole that would indicate that it was not locked, however, it is in the middle of the plate and the event reported that the bottom two levels had the screws backing out. Conclusion: the root cause is not determined and likely mulit-factoral.

Event description:
It was reported that the surgeon had observed screws backing out of an aviator plate on x-ray. Therefore the surgeon removed the plate. The surgeon observed that some of the gold blockers may or may not have been in the lock position before the surgeon began explanting. The spring bar locking mechanisms on the bottom two levels of the plate deformed and/or broke.